Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the igniter deterioration due to the long-term use passing more than 8 years since manufacturing the subject device. Also, there had been the discoloration like burn on the ac power inlet due to the deterioration for long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp of the subject device sometimes lit up at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Sorc found the igniter deterioration of the subject device which might have be caused the reported phenomenon. Also sorc found the discoloration of the ac power inlet connector and the wear on the output socket. There was no report of patient injury associated with this event.